Event description:
It was reported that a small kink in the inner coil on the mid portion of the lead was noticed via fluoroscopy. Lead remains implanted, as normal electrical functionality was observed. The patient was well after the event.